Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip device has a difficulty separating the clip from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for colon during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, this device had difficulty separating the clip from catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.